Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The balloon was inflated with water using an inflation device from our lab stock. The balloon leaked water from a small split located at the proximal end of the balloon. Several kinks were noted in the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy of anomaly was not observed with the product that was released for distribution. Investigation conclusions: the additional information provided indicated the balloon did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire eclipse balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." Prior to distribution, 5 pieces from each lot is subjected to a test to ensure device integrity. (For lots smaller than 25 pieces, 2 pieces are tested.) During this test, the outer diameter vs. Pressure is measured/verified. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following info was provided by the cook area representative based on comments made by the user. The physician advanced the cook eclipse ttc wire guided balloon dilator through the endoscope. The balloon had a leak and could not be used to dilate the papilla. Another dilation balloon was opened and used to complete the procedure. A section of the device did not remain inside the pt's body. The patient did not require any additional procedure due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.